Manufacturer narrative:
Device received with intermittent button response during testing due to broken traces on keypad assembly. No frozen screen noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was freezes and buttons was not working all the time. The customer's blood glucose was unknown. The customer was assisted with troubleshooting and possibly replace the insulin pump, customer declined stating that she was a nurse and was not have time to speak with someone. The insulin pump will be returned for analysis.